Event description:
As reported by the user facility: nurse gave piptazo 3g (total volume 15ml) in bd syringe 30ml. When end of infusion alarm occurred, nurse noticed 4ml of medication still in syringe.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.